Event description:
It was reported that during an implant procedure of a leadless implantable pulse generator (ipg), a perforation of the right ventricle occurred causing cardiac tamponade and pericardial effusion. A sternotomy was performed and drain was used to treat the patient. The leadless device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device are: product ID: mc1avr1-delsys, serial/lot #: (B)(4), ubd: 2023-03-28, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.